Event description:
Boston scientific received information that a left ventricular (lv) lead was not in an optimal position and may have perforated the patient's anatomy. The lead measurements, however, were reported normal through the device but the surface electrogram appeared suboptimal with threshold issues. The physician had requested a different lv lead. No further patient effects were reported. Attempts were made for the specific model/serial of this product however, the field representative reported she had no further details in identifying this patient, the outcome or status of the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.